Event description:
Pt developed compartment syndrome of right upper extremity. Pt complained, "the blood pressure cuff in the e.r. Squeezed me very tight". A fasciotomy was performed and a hematoma successfully evacuated.